Manufacturer narrative:
(B)(4). Eval, results: endoleak. Eval, results/conclusion: disease progression; proximal neck and iliac dilatation.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 7 years ago. Aneurysm morphology from the time of implant is unk. The iliac arteries were aneurysm bilaterally. Two aneurx aortic cuffs were originally implanted to address the aneurysmal iliacs. A CT angiogram was done and documented that there was a type 2 endoleak and a distal type 1 endoleak. One month later, it was reported that the bifurcated stent graft has migrated distally 15 mm and there was a small proximal type 1 endoleak (MFR 2953200-2011-00280) as well as a distal type 1 endoleak from the right side due to the aneurysmal iliac artery. The migration was attributed to disease progression, dilated and conical aortic neck which measures 22/25/29 mm from proximal to distal. The neck length is 15mm currently. Plan to treat the pt at a later date. No clinical sequelae reported, and the pt is fine.